Manufacturer narrative:
(B)(4). Batch #m91t7z. The device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot additional information requested: was the broken piece retrieved from the patient? Is yes, is it returning with the device or was it disposed of? Just for clarification, was the top jaw (moveable jaw) the ¿tip¿ that broke off?

Event description:
It was reported that during an unknown procedure, the tip fell off into the patient. No further information is known at this time. There was no adverse consequence to the patient reported.